Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report received, protect study patient experienced serious adverse event (sae) 2, described as "stroke; left parietal subacute infarct after complaints of blurred vision." Procedure (implant) date: (B)(6) 2023. Event onset date: (B)(6) 2023. Event is ongoing. The study deemed the event as unlikely related to the amds device and unlikely related to the implant procedure. Pre-existing condition, debakey type a dissection, caused or contributed to the event. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.